Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had knee replacement surgery on wednesday and was told to turn the implant off and then turned it back on after the surgery. Patient said that since then has noticed a return of symptoms, said that was going to the bathroom every 2 hours before implant and now is going every 1.5 hours. Patient asked how long does it take after making an adjustment to notice improvement. Patient said in the past that it took 3 weeks after making an increase to see improvement. When asked, patient said that did receive new medications since had surgery on wednesday. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider for their knee to review side effects of any new medications they are now using.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and stated they had an appointment to meet with their hcp and a representative to make some programming adjustments coming up but they had to cancel and reschedule but when they called their hcp office no one was answering. Patient services reviewed the role of patient services with the patient reviewed that yesterday was a holiday and that the office may have been closed and redirected patient to follow up with hcp office to reschedule. Patient to reach out to hcp again.